Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient claims groin/hip pain. Update received (B)(6) 2014 - patient's medical records were received. Records indicate the patient is also experiencing feelings of limb length discrepancy, but could be due to a stroke they had on their left side. Records indicate the patient had three bone screws placed during primary. Two bone screws are being added to the complaint. The complaint was updated on: (B)(6) 2014. Update received (B)(6) 2014 - patient's medical records were received. There is no new information that would change the existing MDR decision. The part/lot information for one of the screws is being updated. The complaint was updated on: (B)(6) 2014 / / investigation method: a complaint database search finds no additional reports against the provided product and lot combinations. Based on the inability to find any other related incidents against the provided product and lot codes, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Review of the device history records and/or a lot specific complaint database search was not possible for the remaining products as the product and lot codes required were not provided. Medical records were obtained and reviewed by a medical professional. The patient was reported as a male standing (B)(6) and weighing (B)(6) pounds. (B)(6) bmi. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. Medical record review. (B)(6). The patient is described as above with a bmi of (B)(6). There are only a few medical records that are dated (B)(6) 2009 and are limited to the initial operative report and a therapy note with the implant summary record and some immediate postoperative x-ray reports. The initial operative report had a preoperative diagnosis of degenerative arthritis of the right hip. It states that one of the implants was a 40mm asr head, but the implant summary sheet clearly states an articul/eze head was placed. The report is very brief and notes that the cup was placed and was "felt to have inadequate rim contact with trialing a large posterior superior osteophyte fractured off and gave questionable anterior posterior fit". It is difficult to interpret what was meant by that statement. It then stated that" 3 dome screws were placed in the superior quadrant, single screw was used for stability". This statement appears to contradict itself. The surgeon then moves to the femoral components and stated he selected a -2 head gave clinically equal leg lengths. "Full motion of the hip dislocation at 90 of flexion, 75 internal rotation". This statement also is difficult to interpret. The surgeon closed after this statement. There are no other hospital, physician office, radiology or laboratory records available for review. There is no patient past medical history other than he had a stroke in approximately 2002. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. / investigation summary: patient claims groin/hip pain. Update received (B)(6) 2014 - patient's medical records were received. Records indicate the patient is also experiencing feelings of limb length discrepancy, but could be due to a stroke they had on their left side. Records indicate the patient had three bone screws placed during primary. Two bone screws are being added to the complaint. Doi: (B)(6) 2009 dor: no revision (right hip). The devices associated with this report were not returned and are presumed yet implanted. A complaint database search finds no other reported incidents against the provided product and lot combinations. Review of the device history records and/or a complaint database search was not possible for the remaining products as the product and lot codes required were not provided. Requests for additional investigational inputs were conducted. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.